Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc, act and up buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Event description:
Customer's mother reported via phone call that customer received a button error alarm while outside playing. Customer's blood glucose was 114 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.